Manufacturer narrative:
The investigation concludes that higher than expected vitros sodium (na+) results were obtained when processing level 1 mas omni-core control lot ocr25111a on a vitros xt 7600 integrated system. The likely cause of the higher than expected vitros na+ results is an issue with the vitros xt7600 integrated system. Unacceptable diagnostic within run vitros na+ precision testing indicated the vitros xt7600 system was not performing as expected. An ortho field engineer performed service actions including the replacement of the erf carrier and erf tubing, replaced the humidification pack, (which was dry), replaced the dispense blade due to wear, replaced the rt blade which was bent, and the rt motor. All associated adjustments were performed. The acceptable results of a diagnostic within run vitros na+ precision testing after the completion of service actions indicated the vitros xt7600 system was returned to the expected performance. The historical vitros na+ lot 4232-1118-5511 indicates acceptable accuracy when compared with the mas omnicore january peer group. There is no evidence to suggest an issue with vitros na+ lot 4232-1118-5511 contributed to the event. In addition, continual tracking and trending of complaints has not identified any signals that would point to potential systemic issues with vitros chemistry products na+ slides, lot 4232-1118-5511.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros sodium (na+) results were obtained when processing level 1 mas omni-core control lot ocr25111a on a vitros xt 7600 integrated system. Vitros na+ results 139.3, 139.2, and 140 mmol/l versus the baseline mean of 129.1 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ results were obtained from quality control fluids. However, the investigation cannot conclude that patient samples were not or could not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).